Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, the pump battery depleted quickly. Tandem technical support reviewed pump history and confirmed battery depletion. Customer continued to use pump for insulin therapy. Customer's blood glucose was 125 mg/dl.